Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the edges frayed while going through the gateway adapter. There were no patient complications nor injuries reported.